Event description:
It was reported that the customer experienced a high blood glucose (bg) level (value not provided), resulting in a loss of consciousness, and a diabetic coma. Reportedly, insulin was exposed to heat, and subsequently went bad. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.